Event description:
It was reported that the patient heard ¿a long time ago¿ that he read that people were having heart attacks during surgery for implantable neurostimulator (ins). The patient stated that he was not stating a complaint but that people had not informed the doctor of their heart problems and it was causing an issue for stimulator implant.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).